Event description:
The pump involved in this report was returned by the customer due to "fluid damage on board." During servicing at baxter, the pump was found to deliver above specification. The reporting facility indicates there were no pt incidents associated with the use of this pump.